Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800mg/dl and a high ketone level identified as dangerous by healthcare professional. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage sustained.